Manufacturer narrative:
Customer complained on (B)(6) 2023 the pump alarmed insulin flow blocked alarm, low battery alert, and failed battery test. Complained the buttons are not responding and has difficulty downloading to carelink. Complained the motor is making abnormal noise during rewind. Complained the pump is reprogramming and loss settings. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or low battery alert noted. No abnormal noise during rewind or unexpected insulin flow blocked alarms noted during testing. The motor was tested outside of device and passed. Unit successfully downloaded to thus and carelink. Intermittent response from all buttons due to moisture damage to keypad traces. The j1 connector on pcb1 was locked properly during visual inspection. No loss on settings or reprogramming noted. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 04/03/2023 22:22:15.000 in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No failed battery test or low battery alerts listed in the history files. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, and cracked battery threads. No loss of settings, failed battery test, or low battery alert noted during analysis. No abnormal noise during rewind or unexpected insulin flow blocked alarms noted during analysis. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed the pump successfully uploaded to carelink 100%. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: device was returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported unresponsive buttons, pump rejected battery, diminished battery life, motor sounds louder when rewinding, random frequent no delivery alarms, lost settings, pump shut down without notification and difficulty in uploading to carelink. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue using the pump. The pump will not be returned for analysis.